Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an infusion port implantation procedure via right internal jugular vein for gastric cancer. During the procedure peel-away sheath was flushed and the physician observed poor flushing performance. It was reported that infusion issue was noted upon inspection, plastic material was found adhered inside the dilator, which prevented catheterization and guidewire advancement. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows unsealed product tray containing introducer needle, syringe, power port, guidewire hoop, sheath with dilator, non-coring needle, vein pick and flushing hub was noted. No visual anomalies were noted on the photo. Therefore, the investigation is inconclusive for the reported difficult to flush, obstruction of flow, failure to advance issue and suction issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an infusion port implantation procedure via right internal jugular vein for gastric cancer. During the procedure, peel away sheath was flushed and the physician observed poor flushing performance. It was reported that infusion issue was noted upon inspection, plastic material was found adhered inside the dilator, which prevented catheterization and guidewire advancement. There was no reported patient injury.